Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using a test advancer, as the advancer used in the procedure was not returned for analysis. During testing, the burr catheter was connected to the test advancer and the test advancer was connected to the rotablator console control system. When the foot pedal was pressed, the advancer reached and maintained optimal rpm with no resistance or issues using the returned burr catheter. Product analysis did not confirm the reported event, as there were no detachments identified to the device and the advancer was able to reach and maintain optimal rpm using the returned burr catheter.

Event description:
It was reported that the burr became detached. The target lesion was in the left anterior descending artery. A 1.50mm rotalink burr was selected for use. After ablation with a 1.75mm rotalink plus at 160,000 rotations per minute (rpm), the physician decided to downsize the burr with this device. All connections were intact, and speed was platformed at 180,000 rpm. However, while performing rotation test, the burr did not rotate and was detached at the connecting part within the sheath. As per physician's opinion, after removing the old burr, the sheath was not holding the burr intact causing the device to be detached. Another 1.50mm rotalink plus was taken and completed the procedure. There were no patient complications reported.

Event description:
It was reported that the burr became detached. The target lesion was in the left anterior descending artery. A 1.50mm rotalink burr was selected for use. After ablation with a 1.75mm rotalink plus at 160,000 rotations per minute (rpm), the physician decided to downsize the burr with this device. All connections were intact, and speed was platformed at 180,000 rpm. However, while performing rotation test, the burr did not rotate and was detached at the connecting part within the sheath. As per physician's opinion, after removing the old burr, the sheath was not holding the burr intact causing the device to be detached. Another 1.50mm rotalink plus was taken and completed the procedure. There were no patient complications reported.